Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. It is unknown how many days following implant that the retrieval attempts were made.

Event description:
According to the notice received by way of a civil action complaint filed on march 14, 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2010. The patient had a scheduled removal on an unknown date but the physician(s) was unable to retrieve the filter ¿as the complexity of the embedding was too significant and the struts had perforated the caval wall.¿ the patient had a second scheduled removal on an unknown the date and the physician(s) were able to retrieve the filter. The patient alleges ¿serious life threatening risks¿ but does not provide further detail. Argon¿s attorneys are attempting to gather information.